Manufacturer narrative:
Date received by manufacturer: october 28, 2014 h3: product evaluation: analysis found that the condition of the device showed customer handling/use based on the breakage observed. The inner shaft was found broken near the tip, approximately 1.5cm from edge of bur head. The bur head did not have any abnormalities and did not appear it was used in a procedure as no bio-residue was visible on the bur head. The breakage point correlates with the angle on the outer shaft and it is possible that aggressive handling of the device may have caused the inner shaft to come in contact with the inner wall of the outer shaft causing the shaft to break inadvertently. However, the inner shaft could not be fully removed from the outer shaft fully to observe the edge of the other breakage point. (B)(4)

Event description:
It was reported that ¿the transnasal skull base bur came off when the surgeon stepped on the footswitch to activate and check its operation. The subsequent operation was performed using an alternative device and completed successfully without delay, with no adverse effect on the patient.¿ it was confirmed with the facility that a fragment was produced by the break; no interventions were required.

Manufacturer narrative:
This device is used for therapeutic purposes. (B)(4). Product evaluation: evaluation expected but not yet begun. Device was forwarded from medtronic (B)(4) for analysis and received at medtronic xomed on (B)(6) 2014. Method: no testing methods performed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.